Event description:
Healthcare professional reported right side capsular contracture, baker grade iii/IV and "lobulations or folds in a glandular situation" noted via ultrasound. The device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
Photographic device evaluation : a review of the device through photographs noted the event could not be observed as it is a physiological complication.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii/IV.

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii/IV and "lobulations or folds in a glandular situation" noted via ultrasound. The device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 04jun2024.

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii/IV and "lobulations or folds in a glandular situation" noted via ultrasound. The device has been explanted and replaced with another manufacturer's device.